Event description:
Rptr indicated that during routine office visit in 6/02, device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing at implant surgery resulted in ok lead impedance reading, indicating proper device function at that time. It was reported that the pt's seizure activity has not been as well controlled as initially. The physician planned to check with the family member to determine if the pt had any sort of trauma to the neck or chest area recently. Revision surgery is scheduled for 2002 to check the lead to generator connection and explore possibility of lead break. A disk containing device programming history was received and reviewed. The programming history appeared to be normal and diagnostic data confirmed the high impedance reading obtained in 6/02. There was no diagnostic data available prior to this date. The pt's device was programmed to off on this date. The physician also reported that the pt was receiving benefit until 6/02, when the pt had a cluster of grand mal seizures. The device reportedly could not be activated using the magnet. The physician does not believe the generator is at end of svc since it has been implanted for only 2 mos. X-rays did not reveal any obvious lead discontinuities.